Event description:
The manufacturer received information alleging tingling in the chest (no rash), cough and small black particles in filters related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.